Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
. A follow up report will be submitted once the investigation is complete. Pending repair completion and patient information.

Event description:
The customer reported that the ventilator alarmed with flow sensor calibration error. It is unknown if the unit was in use on patient and if there's any patient harm.